Event description:
A healthcare provider later reported the medication used within the system was compounded baclofen. Perioperative antibiotics were administered. The onset of diagnosis was (B)(6) 2013, which was on the date of their last refill. Signs and symptoms included redness and slight drainage from a ¿tiny pindrop at the abdomen¿. The location of the infection was the device pocket. A culture was obtained from the device pocket. The organism was cultured for gram negative bacteria. The healthcare provider also made note under type of organism cultured with ¿complete blood count, erythrocyte sedimentation rate, crb, and procalation¿. Both IV and oral antibiotics were administered. The infection resolved.

Event description:
A representative reported that the patient¿s pump was explanted on (B)(6) 2013 due to infection. The proximal catheter portion was removed, and the spinal segment was tied off and remained within the patient.

Manufacturer narrative:
(B)(4). No longer applies to this event. Conclusion: no longer applies to this event.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).